Event description:
It was reported that there were telemetry issues and an overdischarge. It had been at least a year or maybe longer since the patient used the device. In the last couple months prior to the report the patient tried to get the device working again. It was unknown if the patient had a previous overdischarge. The patient had gained a lot of weight. The manufacturer representative did an antenna locate (al) and started physician mode reset (pmr). They were unable to trickle charge stimulation. The patient had not used it in a year or more. When the pain returned the patient was unable to use. There was a planned battery replacement for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was doing very well following the battery replacement. The patient was receiving effective therapy and the patient would be seeing a follow up healthcare provider (hcp).